Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense (r/s) portion of the right ventricular (rv) lead resulting in pacing inhibition for three paced beats. The patient was pacemaker dependent. All lead measurements were stable and within normal range. A boston scientific crm technical services (ts) consultant discussed that this was most likely oversensing of the diaphragm. Ts recommended that the clinician attempt to recreate the noise but the device was already programmed to least sensitivity. The clinician was unsure of the rv lead placement. Ts discussed that diaphragmatic oversensing would be more likely if the lead was placed in the apex and on the free wall rather than the septum. Ts recommended that the clinician follow up with the physician. Additional information was received indicating this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The product has been received for analysis. This report will be updated upon completion of analysis.